Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: needing to send in a pump that was involved in an incident with patient, an event was created by our hospital. Event states that pump was unplugged for less than 45 minutes and the battery died. The pump did not alarm "low battery". No patient harm. Event report states: "pt had heparin infusion doing 12 units/kg/hr for nstemi awaiting ccl. This rn found pump off at 1556. When rn reviewed infusion verify it appeared that pump paused at 1540. Pump was unplugged for <45 min. Pump battery died without repeated alarm. Family at bedside and advised that pump did not continuously alarm, as well as this rn sitting directly outside pts room. Md notified about lapse in heparin gtt." A preliminary review of the logs identified the following issue: pump usage issue an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.